Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use which state: "[warnings and cautions] ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that due to the data of the washing machine and there are many breakoffs during reprocessing on the evis exera ii ultrasound gastrovideoscope and that the attachment to the working channel appears to be looser and more flexible than on other devices. There was no patient involvement or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the inspection and evaluation, a gap of adhesive on the distal end, stain entered inside the lens through the gap, the cause was not determined. Also, there was a gap between the acoustic lens and the ultrasound probe noted. Additional evaluation findings were as follows: due to wear for the lock engagement lever, the up/down knob cannot be locked securely, the t-nut is loose, air/water cylinder, suction cylinder, the scope connector cover, suction body all has discoloration, the charge-coupled device (ccd) unit is the position of the ccd cable limited length for repair, the acoustic lens is damaged, the adhesive around the objective lens, the adhesive on the bending section cover has a chip, due to the wear of the angle wire, the play of the up/down knob is out of the standard value, due to the wear of the angle wire, the play of the right/left knob is out of the standard value, and the universal cord has buckling. It is most likely that the reported wear and tear damage was due to mishandling and user handling over time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.